Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9106889. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on the morning of august 30, the nurse helped the patient to make the indwelling needle. After that, she found blood on the nurse's hand when she was putting on the film. Looking for the source of blood, she found a small incision in the indwelling needle,then she removed the indwelling needle and replaced it with a new one. The nurse cleaned to avoid cross infection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on the morning of august 30, the nurse helped the patient to make the indwelling needle. After that, she found blood on the nurse's hand when she was putting on the film. Looking for the source of blood, she found a small incision in the indwelling needle, then she removed the indwelling needle and replaced it with a new one. The nurse cleaned to avoid cross infection.